Manufacturer narrative:
H3: product was not returned, and no photographic evidence was provided to aid in this investigation. The service history review had no indication that the complaint was related to a service of the device within the review period. Product evaluation and problem confirmation cannot be performed. Error history log was not provided. Probable cause could not be determined.

Event description:
It was reported that the patient returned to clinic with the pump stating 0 volume left to be infused. However, there was approximately 30cc left in the bag. Per reporter, the pump history was reviewed. No alarms, no change to rate, and no obvious issues identified. Infusion was continued using a new pump. Continuous infusion rate: 4ml/hr. Reservoir volume: 184 ml. Given: approx. 150 ml. Air detector is on. Upstream sensor is on. Length of infusion is 46 hours. Lock level: code only. A closed system drug transfer device (cstd) was used to fill cassette. The pump was not used to prime the extension tubing. No patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.